Event description:
Customer reported that erroneous electrolyte results were generated by the unicel dxc 600 synchron system. The system was calibrated and quality controls were within spec prior to the event. The results were reported out of the lab. The sample was retested on another system and yielded results in line with clinical expectations. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse did troubleshooting and replaced several hardware components. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.